Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was coming out and a part of it was visible. The physician suspected that the ipg was infected. Symptoms of infection were pus, inflammation, wound dehiscence and pain at the ipg site. The physician believed that the infection was not device, nor procedure related. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics and had a wound vacuum assisted closure (vac) done.

Event description:
A report was received that the patients ipg was coming out and a part of it was visible. The physician suspected that the ipg was infected. Symptoms of infection were pus, inflammation, wound dehiscence and pain at the ipg site. The physician believed that the infection was not device, nor procedure related. The patient underwent an ipg replacement procedure and was doing well postoperatively.